Event description:
It was reported that the patient¿s right atrial (ra) lead exhibited failure to capture and failure to sense. An x-ray revealed that the ra lead had dislodged. The ra lead was explanted and replaced. The patient was in stable condition.